Event description:
The complainant reported that an 84 year old male was admitted with an acute myocardial infarction and deteriorated rapidly. An impella cp was placed. In the process, the patient suffered two episodes of ventricular fibrillation requiring defibrillation. Following placement of the impella cp, a percutaneous coronary intervention was performed. Following transfer to the intensive care unit, the patient developed signs for disseminated intravascular coagulation, presumably unrelated to the impella cp but potentially aggravated by the required continuous anticoagulation. Due to the poor prognosis, the decision was made to withdraw care and the patient expired. Death was conservatively coded to the impella cp while most likely to be caused by the underlying disease and unrelated to impella.

Manufacturer narrative:
The root cause of the injury was not determined due to insufficient clinical details.